Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 28-mar-2021 / serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No, mfg date: 22-oct-2019, yes, patient code(s): (B)(4), device code(s): (B)(4), FDA method code(s): 4117, FDA results code(s): 3221, FDA conclusion code(s): 22. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced a perforation and tamponade. It was noted that the wall of the coronary sinus was possibly torn. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.